Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating very loud for alerts as expected. There was not adverse impact to customer's blood glucose reported. Tandem technical support attempted to complete troubleshooting, but customer declined to do so.